Event description:
The facility states that the lens became damaged as it was advancing through the cartridge prior to implant. There was no patient injury. It is unknown if there was a product malfunction.